Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.